Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However, investigation indicates that the power supply of the monitor may be faulty. Replaced the monitor. The system was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the monitor on the 6800 system was not showing an image on the pt info side of the monitor. Reboot was required to correct. There was no report of pt injury.